Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor (gold). The pump had a long crack on top left side near lcd window corner, running along to case corner thru battery tube threads and cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 184 mg/dl at the time of incident. The customer stated that there was a crack across the lcd down to the reservoir compartment. The customer also reported receiving unexpected restart error alarms but clarified that it was on an older pump which was the backup. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.